Event description:
The patient's family member called lifescan and alledged that their patient's meter was prompting an error 4 message when attempting to test. Medical affairs spoke to the patient's family member and obtained/verified the following information. The patient was unable to test for 1-1/2 days. Their family member reported using approximately 50 test strips trying to obtain a meter result. They reported that their patient take insulin and on those days they tood their normal dosage. The patient had a headache on the day that their family member contacted lfs, therefore their family member took them to the hospital to have their blood glucose tested; the result was 101 mg/dl. No treatment was provided. No injury or harm was alleged. Based on the information provided, there is evidence of a meter malfunction, however, there is no evidence of the meter contributing to serious injury. A replacement meter has been sent to the patient.